Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device developed a tear. A piece of the device fell into the patient but was able to be retrieved through the incision. Another device was used to complete the procedure. There was no adverse consequence to the patient. Customer will not release.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.